Manufacturer narrative:
Investigation summary: this complaint is for misidentification of klebsiella pneumoniae as enterobacter cloacae when using phoenix panel nmic/ID-481 (catalog number 449517) batch number 5211478. The customer returned phoenix generated lab reports showing k. Pneumoniae identifications for the investigation. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates k. Pneumoniae 10997, k. Pneumoniae 11001 and k. Pneumoniae 16438 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient urine isolate (enterobacter cloacae) was misidentified as klebsiella pneumoniae. The user verified the final result using genetic testing. It is also to be noted that the physician noticed discrepancies in results for the same specimen and contacted the microbiology lab. Therefore, treatment was likely not administered. No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient urine isolate (enterobacter cloacae) was misidentified as klebsiella pneumoniae. The user verified the final result using genetic testing. It is also to be noted that the physician noticed discrepancies in results for the same specimen and contacted the microbiology lab. Therefore, treatment was likely not administered. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.